Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after the customer took out the stent and cut the wire, the end of the stent fell off during the straightening process, and then replaced it with a new stent.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was provided with the original bard inlay pouch in a large ziploc bag. The separated pigtail, suture, and pigtail straightener were not provided. Visual requirements state to use unaided eye at 12" to 18" under normal room lighting unless otherwise noted. When evaluating the sample, it could be seen that it was separated at the distal pigtail. The separated pigtail was not provided for evaluation. The separation looks similar to when a stent is cut with a sharp object, with no stretching or discoloration of the material. The sample passed all the dimensional requirements. Dimensional evaluation noted dimensional requirements state the od to be 0.079" ± 0.002", tube ID to be 0.050" +0.002" -0.001", and guidewire to be 0.038" ± 0.001". The od was measured at 0.0793" using a laser micrometer. The tube ID where the separation occurred was measured using a 0.050" pin gauge. A 0.038" guidewire passed through the sample with no hesitation. Also received 2 photo samples that show the top view of the stent broken into 2 separate pieces. Based on the photo and physical sample received the reported event is confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be material selection. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. "The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the customer took out the stent and cut the wire, the end of the stent fell off during the straightening process, and then replaced it with a new stent.